Event description:
Hello. My name is (B)(6) I received your address from attorneys in (B)(6) that I was seeking representation from. They informed me that I could mention what I believe to be an adverse effect, that I've experienced ever since my first hernia surgery using the ethicon ultra pro mesh. Pain has complicated my life since. (B)(6) 2015 then in (B)(6) 2016, I had a second hernia surgery. This time it was done laparoscopically, meshed w/ covidien progrip. The 2nd operation never clarified my lingering complications of the continuous groin pains that I feel. I'm writing because I don't know what my case of the pain problem is, without blaming the mesh products that are been implanted. I mention the mesh because I'm seeing so many firms advertise the FDA recalled johnson and johnson physio meshes and its other subsidiary makers. So my question is, could this be my problems, issues? And who are the makers of my meshes? I would like to know, if you are able to tell me or give me any information or direction into dealing with my issues I would very much appreciate it. Thank you very much.